Event description:
It was reported that the fenestrated bipolar forceps instrument was damaged at the end on the beige plastic. No additional information was provided as to when the damage was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on one of the bipolar yaw pulleys. No material was observed to be missing. The electrical continuity test was performed and passed. Additionally, an image of the instrument was submitted by the reporter to isi for review. The base of the grips has experienced thermal damage, causing the plastic portion to partially melt. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.